Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The unit was calibrated.

Event description:
The hospital reported the unit displayed a system failure. There was no report of patient involvement.